Manufacturer narrative:
On 11-dec-2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information indicated that the actual date of explantation was (B)(6) 2020. The relevant fields have been updated. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, it was found to be ruptured and received in three (3) parts. Additionally, an anomaly was observed on the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient wanted to replace her implants. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided rupture. On (B)(6) 2020, the patient had a consultation with a healthcare professional for implant exchange without stating any complications associated with her implants. On (B)(6) 2020, the patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implant prostheses (catalog #: 3506504bc, left serial #: (B)(4), right serial #:(B)(4)). Upon explantation, the left-sided device was found to be ruptured.